Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. A repair quote has been issued to the customer but has not been approved to date. Resolution has not been confirmed.

Event description:
The hospital reported the unit's absorber panel was not staying closed and causing an inability to ventilate. There is no report of patient involvement.